Event description:
It was reported that a radix anker post separated approx one yr after placement. As a result, the tooth was extracted and a bridge will be placed.

Manufacturer narrative:
In this event it was reported that a radix anker post separated approx one year after placement. As a result, the tooth was extracted and a bridge will be placed. Therefore, because intervention was required to preclude permanent damage to a body structure., this event meets the criteria for reportability. As of this report, the device has not been returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.